Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the lead was damaged out of the box with a bent proximal end. The lead was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the is-1 connector pin bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.